Event description:
Info received indicates the head up function is not working manually or under power.

Manufacturer narrative:
The technician isolated the issue to the head up hydraulic valve. He replaced head up valve and the bed now functions properly.